Manufacturer narrative:
The customer noticed hemolysis in all of the gel card microtubes. The customer performed manual re-test of all reactions and rec'd concordant results. No erroneous results were reported as a result of this incident. On 10/13/05, an ocd field engineer (fe) arrived on-site and found a leak in a vacuum coupling of the fluidics system. The fe replaced the affected components. The customer ran qc and passed. This customer has not logged any similar complaints against this analyzer since the repair. Repairs have returned this analyzer to expected operation. Vacuum or pressure leak can cause over dispense, under dispense or probe leak. Probe drip can lead to either wash solution a or b dripping into a reagent vial. Dilution of the reagent or sample can compromise test reactions. Wash solution a is used to wash and rinse the inside of the probe. Wash solution b is used to wash the outside of the probe. Wash solution b contains a detergent which could also have a lysing effect, destroying the red cells in a reagent product. Fluid on top of the gel card foil can also lead to carry over or cross contamination from microtube to microtrube. Carry-over may cause cross contamination which can lead to erroneous test results. If this issue were to recur and go undetected, possible erroneous results could occur.

Event description:
The customer reported that the ortho provue analyzer had left droplets of red fluid (red cells) on top of the foil of the mts monoclonal a/b/d and reverse grouping gel card.